Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿fate assessment of the ectatic common iliac artery using flared limb during endovascular aneurysm repair¿ kim c, park yj, park jk, kim yw, kim di, yang ss, park tk, choi sh.  Vascular. 2025 aug;33(4):796-802.  Doi: 10.1177/17085381241273140. A.2 & a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿fate assessment of the ectatic common iliac artery using flared limb during endovascular aneurysm repair¿. The time frame of this study was over a fifteen year period. This study aimed to evaluate the outcomes and anatomical predictors of the complications of flared limb (fl) use for ectatic common iliac arteries accompanied by abdominal aortic aneurysm treated with endovascular aneurysm repair (evar). The cohort was divided into two groups. The standard limbs (sls, n = 403) included stent graft (sg) of <(><<)>20 mm in diameter and the fls (n = 235) included stent graft of =20 mm in diameter. 54 % of patients in the standard limb group and 77% of the flared limb group were implanted with a endurant stent graft. The following adverse events occurred: occlusion, aneurysm enlargement, rupture, intervention no further information was provided pertaining to medtronic products.